Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the inserter found the tip of the inserter was not fractured. The threads are damaged. Scratching on the shaft and impact marks observed on the strike plate are consistent with a multiuse instrument. The average measured hardness meets the stated print specification. Thread gage testing was not performed due to the damage observed to the inserter's threads. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the threaded rod of the instrument fractured. The event occurred during the surgery. No parts fell or remained in the patients body. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Report source- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threaded rod of the instrument fractured. The event occurred during the surgery. No parts fell or remained in the patients body.